Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of distorted piezo was not verified. The event log does not have any associated events. Use testing was performed. The problem source unknown.

Event description:
Information was received that the cadd legacy pump has piezo distorted. No reported adverse effects.

Event description:
Additional information received: occurred during testing, no patient involvement.